Event description:
The device malfunctioned when physician opened the peel away portion of the catheter. Upon separation, a one-way valve fell out and the patient began to bleed through the catheter due to the missing valve. Use was discontinued and the catheter was removed and replaced with a different catheter. No harm to patient, no employee exposure.